Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One used regular tr band assembly was returned for product evaluation. Visual inspection was performed, and no anomalies were noted. Functional testing was performed. The sample was subjected to leak testing. The inflator was used to inflate the tr band with 15 ml of air. The inflated tr band was then submerged underwater and air bubbles were seen at the air inlet valve. No bubbles were observed along with the seals of the large and small balloons. The valve was then deconstructed and examined under the microscope and no foreign material was found on the air inlet valve. Based on the returned device, the complaint can be confirmed for airflow issues since air bubbles were observed during leak testing at the air inlet valve. Foreign matter was not seen at the air inlet valve. The operations quality engineer was notified of this complaint and a non-conformance report (nc) was initiated to further investigate this issue. Per the investigation results for the nc it is likely the valve failed to give a proper seal inside the check valve to seal the air inside the device. This is the likely cause of the air flow issue. The device history record was reviewed, and no anomalies were noted.

Manufacturer narrative:
Expiration date - unknown due to unknown lot number. UDI - unknown due to unknown lot number. Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacturer date - unknown due to unknown lot number. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that they placed the tr band on the right radial artery on the glidesheath slender sheath and then inflated the band with 15ccs of air. They moved the access site to the groin. Bleeding was noted on the patient's wrist. 5ccs of air was added to the device, however, the band continued to deflate, and they removed the device. They then placed two tr bands one above and below and they worked. There was no patient injury/medical or surgical intervention required. The patient was reported to be in stable condition. The procedure outcome was successful. Additional information was received on 27jan2021. The procedure was a diagnostic left heart catheterization. Bleeding was minimal, less than 250cc.